Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
During preparation for a thrombectomy procedure using a penumbra system jet7 kit, the penumbra system jet 7 reperfusion catheter (jet7) was placed in flush bowl on the back table after removal from the packaging. The hospital technician then picked up the jet7 and found it to be broken in half. The damaged jet7 was found prior to use and therefore, was not used in the procedure. The procedure was completed using a penumbra system ace 68 reperfusion catheter (ace68).

Manufacturer narrative:
Results: the returned jet7 was fractured at approximately 26.0 cm from the hub. Conclusions: evaluation of the returned jet7 confirmed a fractured device. Based on the lack of elongation at the fracture site, this damage was likely the result of a kinked device. If the device is retracted from its packaging at extreme angles the device may become kinked and fracture. If the packaging lid was not removed prior to removal of the device from the kit packaging, it may contribute to the damage such as this. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.